Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella device experienced a controller alarm on the automated impella controller (aic) during support. No information was provided on how the alarm was resolved, it was noted that the device was not replaced. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. The impella device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.